Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a swooning feeling and bradycardia. The patient noted that their pulse will stay low until they stand up and that their heart rate doesn't have a steady beat. The patient further reported that their implantable pulse generator (ipg) is pacing below the lower programmed rate and may have reached recommended replacement time (rrt). The ipg remains in use. No further patient complications have been reported as a result of this event.